Manufacturer narrative:
Customer reported the ichem velocity failing ca controls for bilirubin. There were no reports of patient results being affected and no reports of change to patient management as a result. An iris field service engineer (fse) performed a probe alignment. The fse ran qc which passed. System was verified operational.

Event description:
Customer stated the controls are failing for bilirubin.